Manufacturer narrative:
Investigation summary: received one used nexiva 22 g unit and a package label from material number 383512, lot number 9135947. The unit was received in two portions: wing adapter and the extension tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Sample evaluation: the extension tubing was separated from the clear port of the winged adapter. There was a small dot of adhesive on both the extension and the clear port of the winged adapter. Conclusion(s): the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter join. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6)2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on (B)(6)2019, line 2 on (B)(6) 2019, and line 3 on (B)(6)2019.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing separated from the adaptor. This was discovered during use. The following information was provided by the initial reporter: material no: 383512, batch no: 9135947. It was reported that the nexiva 22g catheter extension tubing was not secured in the device, but adhered to the external part of the nexiva causing the nurse to remove the IV and restart. Origin of the issue: product failure//design detail: nuclear med tech started IV on patient, prior to connecting saline, noticed that the extension tubing was not secured in the device, it was adhered to the external part of the nexiva. IV had to be removed and restarted. Number of occurrences: 1.0.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing separated from the adaptor. This was discovered during use. The following information was provided by the initial reporter: material no: 383512, batch no: 9135947. It was reported that the nexiva 22g catheter extension tubing was not secured in the device, but adhered to the external part of the nexiva causing the nurse to remove the IV and restart. Origin of the issue: product failure//design. Detail: nuclear med tech started IV on patient, prior to connecting saline, noticed that the extension tubing was not secured in the device, it was adhered to the external part of the nexiva. IV had to be removed and restarted. Number of occurrences: 1.0.